Event description:
The surgical team was just about to go onto bypass during cardiac surgery. During the reverse arterial prime (rap) process, as the patient's blood was coming through the filter chasing out the prime, the one-way valve of the manifold line broke, spraying blood onto two of the perfusionists and the equipment. Blood loss was minimal and no intervention was required to compensate for the blood loss. It was initially reported that the blood may have been positive for hepatitis c. Later reports stated that the patient was negative for hepatitis.

Manufacturer narrative:
H6) the one-way valve involved in this issue has a male luer on one end. The valve broke at the base of the luer under the collar. However, due to uncertainty regarding biohazard status of the valve, a detailed physical examination was not possible. Therefore, it can not be determined if the failure was caused by stress on the collar during use or an assembly issue at the valve supplier. Since this particular valve was manufactured, the supplier has evaluated their process and implemented improved controls on valve alignment throughout the valve assembly process.